Manufacturer narrative:
The pipeline flex and the catheter were returned for analysis. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Bends were found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip and the marker band were examined; and no damages were found. The catheter body appeared to be stretched and accordioned at the distal tip. No flash or voids molded were observed in the hub. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house mandrel through catheter tip and hub. The mandrel could pass through the catheter tip and hub with no issues; however, resistance was observed at the damaged locations. No other anomalies were observed. Based on the analysis findings, the pipeline flex and catheter were confirmed to have resistance during delivery. However, the pipeline flex was not confirmed to have failure to open issue as the distal and proximal ends of the pipeline flex braid were fully opened and moderately frayed. The damage on the ends of the braid is likely the results of the re-sheathing of the device more than recommended two times. From the damages seen on the catheter body (stretching/accordioning), pipeline flex pusher (bending), pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when attempted to advance the pipeline flex through the catheter against resistance. It is possible that the severe vessel tortuosity may have contributed to the reported issues. There was no device malfunction or non-conformance to specifications identified that led to the failure to open and resistance during delivery issues. Per our instructions for use (IFU): ¿it is recommended to use a heparinized saline drip to continuously flush micro catheter during pipeline flex embolization device use. Discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not received for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that it was extremely hard to push the pipeline flex through the catheter, after which the tip of the pipeline could not be opened even after making adjustments. As a result the device was replaced and the procedure completed successfully. The patient was undergoing surgery for treatment of an unruptured, saccular ica aneurysm with a max diameter of 28mm and a neck diameter of 16.7mm. Dual antiplatelet treatment was administered, the pru level was unknown. Post procedure angiographic results showed slow blood flow. It was noted that the patient had a severe vessel tortuosity. There were no related patient symptoms. The microcatheter was in a curb in the anatomy.